Event description:
Additional information received from post operative monitoring which revealed that the procedure type was cataract surgery (with intra ocular lens implantation) and also the patient experienced pain with corneal ulcer, corneal edema of upper one/third cornea which resulted in loss of two lines or more of corrected visual acuity, aberrant astigmatism requiring three sutures with no visual recovery. There was no visual recovery in relation to preoperative visual acuity.

Manufacturer narrative:
Additional information provided in b.1., b.2., b.3., d.10., b.5., h.1., h.6. And h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during surgery, the ophthalmic tips were blocked, leading to overheating of the ophthalmic handpiece and backtracking of balanced salt solution, which caused a corneal burn to the patient. The patient had a post-operative appointment. Procedure details and current condition of patient have not been provided. Additional information has been requested, none has been received till date.